Event description:
The philips field service engineer (fse) while performing system diagnosis test and battery charging test found the battery charging time is too long. The device was evaluated by the fse and found the battery charging issue.